Event description:
This device presented at eos on (B)(6) 2025 after multiple shock delivery. Device battery was at bos 3.02 v. Device currently remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be fully functional. The returned device data have been analyzed. Analysis of the data revealed that the ICD activated the battery status eos on may 17, 2025, due to a high number of successive charging cycles with shock deliveries, due to intrinsic signals, within a short period of time (59 charging cycles within 15 minutes). Analysis of returned post-reset device data confirm charging time during manual capacitor reformation was 8.0 seconds, which is normal. The manually measured battery voltage of 2.87 v is within the expected range. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction.